Event description:
Healthcare professional (hcp) at center reports pt (pt) presented back to unit with complaints of nausea, chest pain and s.o.b. Following an uneventful hemodialysis treatment. A reused ct190g dialyzer, crit-line and cobe c3 device were used during pt treatment. The pt was diagnosed with hemolysis, no med intervention required. The pt's hematocrit (hct) was 40.6 prior to the reported event and dropped to 37.6 during the event. The hct of pt unk following the event. The hcp reports he does not believe the dialyzer to be the direct cause of the hemolysis event.